Manufacturer narrative:
(B)(6)

Event description:
It was reported, the patient experienced a loss of therapeutic effect. It was stated, the patient "had hurt for weeks" and felt she "was not getting proper dose of medication to manage her pain." A pump problem was also reported. An alarm was confirmed by telemetry due to "zero ml reservoir volume reached." It was stated, the patient would have their device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.